Event description:
It was reported that the patient experienced ineffective therapy due to migration of both leads. Migration confirmed via x-ray. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced. Therapy was restored post-operatively.

Manufacturer narrative:
H6 coding corrected.